Event description:
It was reported that the patient had to turn their stimulation off when getting epidurals because if it was on they couldn¿t read the pulse in her wrist. When the patient would have sympathetic nerve block treatments they would not have to turn stimulation off. They were also unable to read their pump while charging their implantable neurostimulator. It was further reported that they were unable to read the patient¿s pump twice while they were charging their implantable neurostimulator. The patient also had to turn off their stimulation during their last 3 epidurals because they were unable to read their pulse.

Event description:
Additional information received from the consumer reported that they had to turn their implantable neurostimulator (ins) off when their drug pump was programmed. The ins needed to be off or the pump settings would be incorrect. They turned the stimulation off and the pump cleared.

Manufacturer narrative:
Concomitant products: product ID 355029, lot # n0047451, implanted: (B)(6) 2005, product type accessory; product ID 3487a-33, lot # j0333641v, implanted: (B)(6) 2003, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).